Event description:
Left radial arterial line placed preinduction under ultrasound. Upon first attempt, catheter threaded over wire, but wire removed deformed and unable to tell if tip intact. Second attempt on the same side uneventful. Intraoperative x-ray of the left arm revealed retained fragment. Vascular surgery called into the operating room for consult. Vascular surgery concluded likely no intravascular, no need to remove, and okay to proceed with surgery. Left total knee arthroplasty procedure completed. No untoward effects. Patient taken to recovery in stable condition. The malfunctioned arterial line arrow kit saved, and anesthesia support will contact the company to inform them of the malfunctioned product.